Event description:
It was reported that after inserting the guide catheter into the pt, the physician torqued the guide catheter in order to place it into the rca. While torquing it, it was noted that the guide catheter seemed to respond differently. The guide catheter was removed from the body; however, only the proximal half of the device come out. The distal end of the guide catheter was snared and removed via a femoral cutdown.